Manufacturer narrative:
Additional info has been requested, and if received, will be provided on a supplemental report.

Event description:
It was reported, during g3 surgery, the surgeon found that some liquid seeped out from the connection between rubber part and metal shaft of set screw driver. The surgeon changed the operative procedure to the chs and procedure was completed.